Manufacturer narrative:
It is unknown if the device will be returning for evaluation. If additional information becomes available a supplemental report will be submitted.

Event description:
User facility medwatch was received that stated the following: ¿cancer center reports patient had daratumumab infusing and an rn noticed a pinhole leak at the filer site. Rn notified pharmacy. Dosage and tubing returned to pharmacy. Chemo sent back to pharmacy and pharmacy to remake the dose less the 179 ml¿s infused already. Actual package of the tubing was not retrieved so lot number is not available¿. It was also reported that the event happened on an unspecified date in (B)(6) 2018 in a hospital skilled nursing unit.

Manufacturer narrative:
One used list number 120300412 - lifeshield prim plumset clave port clave y-site 104 inch was received for evaluation on march 15, 2019, rather than the reported list number 142550428 ¿ plumset 0.2 fltr clv ysite 104in ndehp. The customer verified that the sample sent was 1425528 adding, that it was the only tubing set she had. The reported leak was confirmed by investigation. As received, the plumset was leak tested and a leak was observed in the 69" section of tubing between the plum cassette and the distal y-clave. The leak occurred through a puncture in the tubing. The puncture has a v shape, similar to a puncture by a needle. There are some marks on the tubing near the puncture site. The manufacturing process in costa rica was reviewed and it was determined that this type of damage would not have occurred during manufacturing. There are no sharp objects or instruments on the manufacturing floor capable of the observed damage as a preventative measure. The source of the observed damage is unknown, however, it would have occurred outside of ICU medical possession. A manufacturing record review could not be completed as a lot number was not provided by the customer.